Event description:
It was reported by a corner that a vns patient had passed away. The medical assistant stated that the cause of death was still pending, and therefore could not provide an assessment on the relation to the vns device. The generator and lead were received by the manufacturer for product analysis. Analysis is underway but has not been completed to date. No other relevant information has been received to date.

Event description:
Product analysis has been completed on both the generator and the lead. Both products were explanted and returned due to the patient's death. The generator performed according to functional specifications. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. The pulse generator showed no signs of variation in the output signal and demonstrated the expected level of output current. There were no performance or any other type of adverse conditions found with the pulse generator. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion of the device. No other relevant information has been received to date.